Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, air bubbles formed in the centrifugal pump. The bubbles were unable to be removed. No pt involvement as this occurred during prime. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4).